Manufacturer narrative:
(B)(4).

Event description:
This patient was hospitalized for chest pain. No action was taken. The device remains implanted. Should additional information become available this file will be updated.

Manufacturer narrative:
On 6/21/17 - received information from the hospital stating that the patient was admitted to the hospital on (B)(6) 2017 due to chest pain. On (B)(6) 2017 the patient was discharged from the hospital with hospice care. The patient expired on (B)(6) 2017. The official cause of death is uterine cancer. Should additional information be received, this file will be updated. Upon receipt, the lead under complaint was found cut approx. 27 cm distal to the is-4 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuts in the insulation. It is reasonable to assume that these damages resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.